Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician cleaned and degreased the dirty hi/low drive brake spring assembly to repair the bed.